Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited possible far field r-wave (ffrw) and the right ventricular (rv) lead exhibited possible intermittent undersensing noted on stored electrograms (egm's). Both the ra and the rv leads remains in use. No patient complications have been reported as a result of this event.